Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during treatment. The patient was in dwell 1 of 5 for 30mins when the cycler alarmed for pressure leak and the door popped open. The set then began leaking. Additional information received from the patient's pd nurse confirmed that no adverse patient outcome occurred. The sample was confirmed to have been retained and has been requested to be returned but is not currently available for evaluation.

Manufacturer narrative:
The cassette was made available for evaluation. Visual inspection found extensive damage to the membrane of the cassette with signs of stretching and friction damage. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The set was made available for evaluation.

Manufacturer narrative:
Correction: follow up #1 included the DHR review, which has since been updated on 12/02/2017. Further evaluation of the event was performed. A functional test was performed with a sample from catalog number 050-87216. A liberty cycler machine was used for testing. During the functional test, no alarms were detected and the cassette door did not pop open. In dwell 1 the technician attempted to open the cassette door but the cycler did not allow it. The cycler software does not allow the cassette door to be opened while the treatment is in the process of pressurizing the system. The user can open the door once treatment is complete. A functional test was performed in order to duplicate the failure mode described in the complaint. However, it was no possible to duplicate the failure mode. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Event description:
The set was made available for evaluation.